Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. Ofr inspected the device and confirmed the following: -there was a leakage at the bending section rubber and the adhesive was worn. -the electrical safety check of the insertion section failed. -the coating on the insertion tube was damaged. -the instrument channel port was deformed and the root was rotated. -there was play in the vending connector. -the instrument channel was deformed. The device inspection result confirmed a leakage due to perforation of the bending section rubber, which could cause the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. However, based upon the past similar cases, the reported event may have been caused by the following: -there was a difference in the reprocessing method of the device performed by the user facility and ofr. -contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2020] staphylococcus saccharolyticus (1 cfu) at 30. [Second time; (B)(6) 2020] staphylococcus warneri (1 cfu) at 30. [Third time; (B)(6) 2020] bacillus idriensis (1 cfu) at 30. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.